Event description:
The customer reported the middle 7-segment display (top and bottom) often fail. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. External visual inspection revealed the device had a cracked shell. The device was able to power on and was able to obtain spo2, pi, and pulse rate readings using masimo sensors. Internal inspection revealed contamination damages on the u9 chip of the system circuit board that prevented some of the led digits from lighting up. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the middle 7-segment display (top and bottom) often fail. No patient impact or consequences were reported.